Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A risk manager reported, through a medwatch report (5187562), that there was a dialyzer blood leak during a hemodialysis (hd) treatment. Additional information was received from a dialysis technician the leak occurred immediately at starting the hemodialysis (hd) treatment when the blood hit the dialyzer. The nurse explained that the leak was visually seen toward the head of the dialyzer¿in dialysate compartment. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. Fresenius bloodlines were being used. Blood leak test strips were not used. There was no damage noted on the dialyzer. There was patient blood loss estimated to be 88cc. There was no patient injury, adverse event or medical intervention required as a result of this event other than the minimal blood loss indicated. The patient finished treatment on a the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.